Event description:
It was reported that they were getting an ec100 during exposure and the image was lost, resulting in the patient having to have one exposure repeated. The customer restarted the unit once this was done the unit is working as intended.

Manufacturer narrative:
The x-ray tube was returned to the supplier for further evaluation. It was determined that the strator coils were damaged due to arcing.